Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device not detected on bus. A field service engineer recovered the drawer and no other problem was seen. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device not detected on bus. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.